Manufacturer narrative:
The device has been received; however, the investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.

Event description:
Device malfunction: partially exposed stent. Time of device malfunction: during device unpackaging. Symptoms/ae: none. It was reported that during unpackaging of the xpert stent system, it was noted that the sheath was partially pulled back and a portion of the unexpanded stent was exposed. The stent was inserted into the guiding catheter and advanced; however, a decision was made not to go forward using the exposed stent and it was removed from the guiding catheter. There were no adverse pt effects and the procedure was completed successfully using another expert stent system.